Event description:
Due to the reported readings of the adc meter, the customer reports she changed her insulin dose and lost consciousness. The customer was hospitalized due to this and was diagnosed as having over medicated herself with insulin.